Event description:
Reference number (B)(4). Event occurred in united states it was reported that the patient faced infusion set crimped cannula event on (B)(6) 2026. The patient experienced redness/ nodule at the insertion site of abdomen. The infusion set was in use for twenty six hours no further information available.